Event description:
In an article titled: "clinical and radiographic results of balloon kyphoplasty for treatment of vertebral body metastases and multiple myelomas", the following events were reported: thirty-one pts with forty-one fractures were treated with balloon kyphoplasty. Asymptomatic polymethylmethacrylate (pmma) leakage was observed at thirteen levels: four asymptomatic epidural pmma leakages; six asymptomatic intradiscal pmma leakages (upper intervertebral disc at two levels; lower intervertebral disk at four levels); three asymptomatic intra paravertebral muscles pmma leakage. This study confirmed that "patients with spinal metastases and myeloma can adequately tolerate kyphoplasty. Kyphoplasty provided statistically significant improvements in pain severity, vertebral body height and segmental kyphosis." No add'l info was reported.

Manufacturer narrative:
Report source: literature: "clinical and radiographic result of balloon kyphoplasty for treatment of vertebral body metastases and multiple myelomas", by sedat dalbayrak, mehmet resid onen, mesut yilmaz, sait naderi. Method - device not returned, internal review of literature, f/u with author.